Event description:
It is the belief of cordis medical personnel that the lesion treated during the index procedure was incorrectly coded as the om2. This vessel was described as being 4.0mm in diameter and more then 40mm of stent was implanted without overlap, which makes it more likely that the lesion treated at index was the rca. Because of this belief and the lack of supporting clarifying information, this is being reported as a restenosis. If additional information is received that refutes this, a supplemental report will be filed. This pt with a past history of hypertension, diabetes, and smoking was admitted to the hospital with a chief complaint of a positive stress test. The pt was currently taking aspirin, plavix and ace-inhibitors. The pt was taken electively to the cardiac cath lab, where angiography revealed a de novo, 90% short (10mm) lesion in the 2nd obtuse marginal branch (om2). A bolus of angiomax was administered via IV. No gp iibiiia's were given. There were no difficulties in accessing or wiring the vessel noted. The om2 lesion was not predilated prior to the stent placement. A 3.5 x 23mm cypher stent was deployed in the om2 and then a 3.5 x 18mm cypher stent was deployed to the om2. However, stent overlap was not present. The stent was post-dilated. Flow through the stented segment was timi iii. Resuidual stenosis was reported to be 0%. The pt returned to the cath lab for unknown reasons. Repeat angiography demonstrated what is described as "a restenosis of the lesion treated during index procedure; however, the lesion is designated as lesion site 2 (rca) per the cass site map. This restenosis was treated with a re-pci and stent placement.